Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient had poor/no telemetry with recharging and they had poor communication. It was stated that they had lost the charge in their ins about two years ago and were unable to recharge their device. It was reported that the patient¿s last charging session was more than one to three months ago and that they hadn¿t been charging their device as they hadn¿t had to use it for pain. However, it was reported that they had a return of pain in their legs for the last couple of months (2017), as well as an increase in neuropathy, which a setting had been intended to help. It was also stated that the patient¿s numbness which they had prior to their implant, had gradually gotten worse and moved from their right leg to their left. It was mentioned that the patient had foot drop. It was stated that they did not know if the numbness was from the neuropathy or back problems. The patient was to follow-up with their healthcare provider to address the possible overdischarge and the patient¿s symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.